Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: exchange tube detachment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and surgical intervention. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the vessel locator wings were deployed and during the advancement of the thumb advancer, the exchange tube was found to be disconnected from the exchange sheath hub. The starclose device was removed and manual compression was applied until bleeding ceased. X-ray revealed that the exchange tube was in the vessel and groin. The exchange tube was surgically removed successfully from the pt's anatomy. There were no reported adverse pt sequelae. No additional info was provided.